Manufacturer narrative:
Based on further evaluation performed by engineers at manufacturing site, the root cause is associated with manufacturing process. Corrective actions are being in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. Additionally, a product risk assessment has been generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this pacing swan-ganz catheter, pacing could not be performed after connecting it to the pacemaker. As troubleshooting, the pacemaker and the dinapt were changed; however the issue persisted. The issue was solved replacing the catheter. There were neither consequences nor additional treatment to the patient. As reported, the swan ganz was inserted to prepare for a tavi procedure to treat severe ar. Patient demographics were requested but only the gender was provided. There was no allegation of patient injury. The device was received for evaluation.

Manufacturer narrative:
This swan-ganz catheter was received at our product evaluation laboratory for a full evaluation. The report of pacing difficulty was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. X-ray photo showed proximal leadwire was broken near proximal electrode. Cutdown of the catheter body visually confirmed broken leadwire. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.